Manufacturer narrative:
Citation: zhou y et al. Clinical outcomes of transcatheter versus surgical pulmonary valve replacement: a meta-analysis. J thorac dis. 2019 dec; 11(12): 5343¿5351. Doi: 10.21037/jtd.2019.11.64. Earliest date of publish used for date of event (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the patient outcomes between transcatheter (tpvr) and surgical pulmonary valve replacement (spvr). All data was collected from a meta-analysis review of eleven studies published between 2005 and 2018. The overall study population included 4,364 patients (tpvr: 1 ,284; spvr: 3,080) and was predominantly male. In the tpvr group, an undisclosed number of patients were implanted with medtronic melody transcatheter pulmonary valves. No serial numbers were provided. In the tpvr group, the all-cause mortality was 0.62%. Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. In the tpvr group, post-operative adverse events included: reoperation, endocarditis, recurrent pulmonary regurgitation, and hospital readmission within 30 days after the procedure. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.